Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, high, out of range pacing lead impedance was observed despite several positions. After obtaining an in range pacing lead impedance measurement, high hv lead impedance was observed. High capture thresholds was also noted. The physician elected to implant a different lead instead. The patient was stable.